Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the large starburst broken off of the base: the torque knob to the extension arm is missing: both gel pads and pulley rod were not received with unit. General maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1012 mayfield swivel horseshoe headrest for service and repair because the large starburst are broke off of the base.